Event description:
5 mm specimen retrieval bag being used to obtain appendix in a lap appy case. Bag broke open when trying to remove the specimen. Tried with a new bag and happened again. Specimen was removed by surgical instrument from abdomen by doctor after the bags failed. Surgical team examined specimen bag, did not appear to be missing any pieces.